Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by replacing the cartridge and successfully resumed insulin delivery with a new cartridge. Due to the event occurring a few weeks prior, the customer could not recall additional details.